Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient had a system implanted due to dilated cardiomyopathy and cardiac insufficiency. The beginning of the operation went smoothly and the three leads were successfully implanted. Following the implant, the patient's condition suddenly became poor and the patient required external rescue. The physician gave up the operation and the leads were removed. The patient is currently in a coma. No further patient complications have been reported as a result of this event.